Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. A device history record (DHR) review was conducted: part: 03.130.302s, lot: 7l66655, release to warehouse date:09.dec.2020, expiration date : 01.dec.2030, supplier: früh verpackungstechnik ag, manufacturing site: werk selzach, a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery for multiple bones fracture of metacarpal bone. The tip of the drill bit broke when the surgeon supination under the image to confirm that the drilling passes through to the contralateral side. The distance between the irradiated area of the image and the affected area was close, and during drilling, the surgeon worked in a space of approximately 30 -40 cm at a distance that was likely to touch power tool to the image and as a result, the surgeon made to move the drill bit unsuitably and it broke. The fragment could be removed with a kocher forceps by over dilatation of the fracture site. It was confirmed that there were no broken fragments left in the patient¿s body. The surgeon used another drill bit and completed the surgery successfully within thirty (30) minutes of surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) 1.5mm drill bit/mqc for threaded hole/74mm. This is report 1 of 1 for complaint (B)(4).